Event description:
It was reported that a patient with a tgs all-poly tibial implant was revised on (B)(6), 2010. Initial date of surgery was (B)(6), 2010. Patient was reported as fine at the 6 week follow-up check but had another visit on (B)(6), 2010 with persistent medial knee pain. There has been no injury and there were no signs of loosening on x-ray. Further follow-up on (B)(6), 2010 showed what appeared to be subchondral bone changes on x-ray but no signs of tibial plateau collapse. Femoral component was not revised.

Manufacturer narrative:
Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.